Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("intra-operative complications during essure insertion"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen stomach"), abdominal discomfort ("discomfort in abdomen"), fatigue ("fatigue"), amenorrhoea ("she was not experiencing periods"), irritable bowel syndrome ("ibs") and endometriosis ("endometriosis") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with leuprorelin acetate (prostap) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, complication of device insertion, abdominal distension, abdominal discomfort, fatigue, amenorrhoea, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, amenorrhoea, complication of device insertion, endometrial ablation, endometriosis, fatigue and irritable bowel syndrome to be related to essure. The reporter commented: on (B)(6) 2013 to undergo a procedure for implantation of the essure device. Due to intra-operative complications, the claimant was advised the procedure had not been successful and that she would need to undergo complete sterilization. This was booked for (B)(6) 2013 and was carried out uneventfully. She was not experiencing periods due to an ablation procedure. In (B)(6) 2017, she first discovered that the essure device had been fitted in (B)(6) 2013 and had been left in situ. She was reassured essure was not the cause of her pain and was trialled with prostap in (B)(6) 2017. The claimant was unable to tolerate this treatment and underwent a hysterectomy on (B)(6) 2017. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") in a 42-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("intra-operative complications during essure insertion"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen stomach"), abdominal discomfort ("discomfort in abdomen"), fatigue ("fatigue"), amenorrhoea ("she was not experiencing periods"), irritable bowel syndrome ("ibs") and endometriosis ("endometriosis") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with leuprorelin acetate (prostap) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, complication of device insertion, abdominal distension, abdominal discomfort, fatigue, amenorrhoea, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, amenorrhoea, complication of device insertion, endometrial ablation, endometriosis, fatigue and irritable bowel syndrome to be related to essure. The reporter commented: on (B)(6) 2013 to undergo a procedure for implantation of the essure device. Due to intra-operative complications, the claimant was advised the procedure had not been successful and that she would need to undergo complete sterilization. This was booked for (B)(6) 2013 and was carried out uneventfully. She was not experiencing periods due to an ablation procedure. In (B)(6) 2017, she first discovered that the essure device had been fitted in (B)(6) 2013 and had been left in situ. She was reassured essure was not the cause of her pain and was trialled with prostap in (B)(6) 2017. The claimant was unable to tolerate this treatment and underwent a hysterectomy on 5 (B)(6) 2017. Most recent follow-up information incorporated above includes: on 17-may-2019: this record was detected to be a duplicate to case# (B)(4) to which all information will be transferred, then this record (B)(4) will be deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.